Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high blood glucose of 262 mg/dl, and treated with an insulin drip. Troubleshooting was performed. The customer stated that he changes the infusion set and reservoir every three days. The date, time, and programming on the insulin pump were correct. The basal and bolus matched to the daily totals. Ran a fixed prime test and the insulin exited. Performed a high pressure test and the device passed the test. No further info was provided.